Event description:
The customer reported intermittent 12 lead acquisition.

Manufacturer narrative:
(B)(4). The customer reported intermittent 12 lead acquisition. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.